Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got broken at the insulin compartment and clear ring at the top of insulin pump was fell. Customer stated that the reservoir might not lock inside. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.